Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned.

Event description:
It was reported that the patient developed hypercapnia (maximum paco2 was 106 mmhg) and the patient's end-tidal co2 became undetectable during use of a microcuff tube. This occurred 5 hours after the patient was intubated, 3 hours after surgery started, and an hour after the artificial cardiopulmonary system was detached. Since the patient seemed to have difficulty in breathing, the doctor inserted a unknown suction catheter, but it was difficult to pass the catheter tip through the endotracheal tube. The doctor suspected an obstruction of the microcuff tubing. The doctor then attempted ventilator setting change, manual ventilation, and recruitment maneuvers. He administered the patient high dose of catecholamine. Since asthma was included in differential diagnosis, he also administered meptin and volatile inhalation anesthetics for treatment. The endotracheal tube was not changed. The patient recovered after high dose administration of catecholamine. The doctor thinks the tube was not obstructed completely, because the patient did not get hypoxia. No further information has been provided at this time.